Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignalt pain indications for use. It was reported that they had magnetic resonance imaging (MRI) about a week ago and the pump did not turn back on as it needs to. The patient stated that there was an error every time they use the handset, and they had to restart the application every time. They have been getting service code 338 since having the MRI. They have oxycodone medication in the pump. The patient service reviewed meaning of service code and recommend patient close all apps on the handset after using the handset. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.